Event description:
The couch system developed a "noise" when moving vertically. Upon investigating the source of the "noise" a decision was made by the field service engineer to replace the brake. The new brake system solved the issue of the "noise". After the new brake system was installed the couch experienced an uncommanded motion to the lower couch limit. No patient injury was reported from this incident.

Manufacturer narrative:
Investigation is still under way to determine the root cause. Parts are being returned to the factory for failure analysis.